Manufacturer narrative:
Block b3: the date of the event was approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had no bands attached. The ligator housing teeth were bent. Additionally, the trip wire was not secured, and it wasn't pulled up to take up rest of slack. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the returned ligator housing had no bands attached and the ligator housing teeth were bent. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Additionally, it was observed that the trip wire was not pulled up to take up rest of slack and the IFU states "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." This condition could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an egd (esophagogastroduodenoscopy) with banding procedure to treat varices. The exact procedure date was unknown. During the procedure, the bands would not deploy. The physician attempted to deploy the bands again; however, it would not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an egd (esophagogastroduodenoscopy) with banding procedure to treat varices. The exact procedure date was unknown. During the procedure, the bands would not deploy. The physician attempted to deploy the bands again; however, it would not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the date of the event was approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.